Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Since the subject device was not returned to omsc, it could not be investigated. The exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity, therefore it said the reported phenomenon occurred after the subject device had been delivered to the user. Since olympus service operation repair center could found the many damages on the ultrasonic transducer surface, the object lens and the light guide lens of the distal end, omsc surmised there was the possibility this phenomenon was attributed to inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the ultrasonic transducer surface of the subject device partially peeled off and chipped during the incoming inspection for the repair at olympus service operation repair center. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.